Event description:
As a result of an internal review of the file, reporting actuation failure of the probe occurred during set up for surgery as while reading the radio frequency identification (rfid) it was noted that it was not programmed with no patient contact, is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of the probe occurred during set up for surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. The condition of aspiration was unknown. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).